Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir lip ring on pump was coming up. Customer stated that reservoir was able to lock in place. Customer's blood glucose was 90mg/dl. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. (B)(4).